Manufacturer narrative:
The device was not returned. Review of DHR for lot 17300247 revealed no anomalies that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during the stent assisted coil embolization of an aneurysm at the basilar tip artery, an envoy 6f (67025890/17300247) had a pinhole leak noticed during device preparation and resistance was felt when advancing the enterprise stent (enf452812/10537765.) During the procedure, the physician attempted to advance the enterprise stent into the prowler select plus (details unknown.) The physician described the advancement as extremely stiff and exchanged it for another enterprise (details unknown.) The physician advanced the new enterprise into the microcatheter without incident and successfully completed the procedure. No patient injury resulted. At the time of initial contact the devices were available for return.

Manufacturer narrative:
A non-sterile envoy 6f mpd 90cm was received inside of a plastic bag. No damages were noted on hub. The envoy body was inspected and it was found kinked at 6 cm from the proximal end of hub. A pinhole was noted at 6.6cm from the proximal end of hub. The pin hole found on the envoy body and it was inspected under vision system. A scanning electron microscope technical report was performed. Sem results showed evidence of perforation which goes through the whole thickness of the material. Evidence of stretched can be observed on the perforation surrounding borders of the inner surface. It is possible that an unknown object forced its way from the inside to the outside. No anomalies were observed that could have influenced to the reported event. The envoy received was flushed using a lab sample syringe ((B)(4)) and after that; the distal section brite tip was clamped to avoid the water flow out of distal tip. The lab sample syringe ((B)(4)) was assembled to the hub was applied pressure on it. Water was observed that came out from pin hole of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that there was leakage in the catheter body/shaft was confirmed during the analysis. The failure reported by the customer that the catheter was punctured was confirmed during the analysis. But it was not possible to determine the cause and the exact moment it happened. The defects found could not be related to the manufacturing process and procedural factors appear have contributed to have these damages; however this could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product was returned however investigation has not yet been completed. Results will be reported within 30 days. No conclusions are made at this time.